Event description:
It was reported the patient underwent a right total knee arthroplasty. Subsequently, the patient claims to have swelling in the knee, pain, and complained of falling. No revision procedure has been reported. Fluid was drawn to test for infection and came back negative.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00057, 0002648920-2020-00099, and 0002648920-2020-00101. Concomitant medical products: femur cemented posterior stabilized (ps) narrow right size 8 catalog#: 42500006402 lot#: 63218075, articular surface fixed bearing posterior stabilized right 10 mm height catalog#: 42521400510 lot#: 63097307, tibia cemented 5 degree stemmed right size d catalog#: 42532006702 lot#: 63170103. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right total knee arthroplasty. Subsequently, the patient claims to have swelling in the knee, and complained of falling. No revision procedure has been reported. Fluid was drawn to test for infection and came back negative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was mildly reactive to cobalt and titanium, but highly reactive to nickel. Also, the x-ray finding shows no abnormalities. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is related to a patient's condition as the patient is allergic to metals present in the associated implants. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.